Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced ineffective coverage of pain relief. Surgical intervention may be pending to address the issue at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly effective therapy was restored. Migration was confirmed via x-ray.